Event description:
The customer reported that a replacement therapy port was required for a heartstart xl+. There is no indication of patient involvement.

Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
The customer reported that a replacement therapy port was required for a heartstart xl+. There is no indication of patient involvement.